Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a negative result for all targets (sars-cov-2 and influenza a and influenza b). The same sample was retested on the same cobas liat system which yielded a negative result for all targets. The same sample was retested again on another cobas liat system which yielded a positive result for sars-cov-2 and a negative result for influenza a and influenza b. The sars-cov-2 positive result was reported to the medical staff. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA guidelines, 1 MDR will be submitted.

Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver. This is a sample-specific issue and the reagent is performing as expected.